Event description:
This 48 y/o female had bilateral capsulectomies and replacement with submuscular siltex breast implants performed in 1993. The implant was filled with 425cc fluid. Recently, the left implant appears to be deflated. Gross exam: the right implant is grossly intact, weighing 430 gm and shows no evidence of leakage of its contents. The left implant was almost entirely deflated, containing a small amount of watery yellow fluid containing gray particle material. Three linear incision-like defects are identified near the periphery of the implant which exudes watery yellow fluid.